Event description:
The pump was returned for evaluation. Upon investigation, the pump was experiencing a pump problem alarm with the log files calling out a possible vr encoder failure. Due to the pump having loose internal hardware, it was not powered on to confirm the failure. It was also noted that the top left loading pin was rotated and not in its proper position. A visual inspection of the internal components of the pump was performed. It was discovered that the flex cable connecting the vr encoder to the main pcba was damaged and partly melted to the resistor drive housing. The source of the loose internal hardware was located during the investigation. It was one of the mounting screws that are used to attach the resistor drive housing to the front housing assembly.the pumpdid go through the set ID recall process. Root cause of the initial failure can be attributed to the operators damaging the flex cable while reinstalling it into the resistor drive housing. It appears that the exposed wiring in the flex cable made contact with the loading arm mechanism and caused it to ground out and fail. In regards to the the mounting screw for the resistor drive housing; it was removed during the recall process and was not properly reinstalled into the housing. It was also concluded that the top left loading pin was not properly seated during the re-assembly process and thus allowed it to rotate out of its correct position.

Event description:
Customer reported the following: "biomed called and said pump is alarming pump problem, also sent email that the red light is blinking. Waiting for biomed to power on pump to get logs and whether there was patient harm and if stopped an active infusion. (B)(6) 2023 - biomed reported no patient harm and no report of whether or not issue stopped active infusion." Preliminary evaluation of the device logs indicates that this is due to a vr encoder failure. This did not stop an active infusion. As a conservative measure, fresenius kabi is reporting this due to the reported technical issue. Further information is needed to complete the investigation.